Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the needle popped of the suture. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 - the actual device batch number associated with this event is not known. The following are possible batch numbers: batch: ucmbee, batch: 100zez. Additional information was requested, and the following was obtained: please provide lot number. What was the name of the procedure? What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained. E. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Please confirm the quantity of devices involved in the reported event and the quantity of devices available to be returned. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The following information was received: the lot numbers are: ucmbee, 100zez. The needle would pop off during the start of the suturing process. The needle was not lost or any issues with patient. Total 18 sutures that are affected. I have them to return if needed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2024. H6 component code: g07002 no device problem found. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The following are possible batch numbers: 100zez, ucmbee. A manufacturing record evaluation was performed for the finished device ucmbee/1696g batch number, and no non-conformances were identified. Expiration date: feb/28/2029 date of mfg.: mar/05/2024. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device 100zez/1696g batch number, and no non-conformances were identified. Expiration date: apr/30/2029 date of mfg.: may/08/2024. UDI: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Two sealed boxes with twelve representative unopened samples each were received for analysis. Product code 1696g, lot 100zez. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results in twenty-two samples were above the minimum requirements. On two samples the needles fell during the evaluation and the functional test was not performed. On further analysis of the detached needles, the swage and attachment area were noted to be as expected. The barrel holes were examined under magnification and remnant suture was noted. The sutures ends were observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Six representative unopened was received for analysis. Product code 1696g, lot ucmbee. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.